Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A medsun medwatch with report number uf/importer report # (B)(4). Regarding a smallbore pressure infusion ext set list # alleging that the intravenous (IV) was inserted successfully with flash present. When drawing labs from IV, it stopped giving blood return, and was able to easily flush the site, and noted positive blood return. No sample available. There was patient involvement and no patient harm.